Event description:
It was reported that during the procedure, the helix mechanism (fixation) of this right atrial (ra) lead experienced extension/retraction difficulty, and loss of capture was observed. A new lead was used to complete the procedure. No adverse patient effects were reported. Several good faith efforts were submitted to the field to obtain product return. No response was provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.